Event description:
It was reported that the customer was seen in the emergency room for diabetic ketoacidosis. Customer's blood glucose level at the time 365mg/dl. Customer was treated with insulin and fluids. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). See manufacturer report number 2032227-2014-39975.